Event description:
The account reported that during/upon a hot biopsy, the pt's colon wall was perforated. The biopsy was large and the affected area was big. The electrosurgical generator (esu) was in the swift coag, effect 2, 20 watts. Several hrs later a perforation was discovered. No further clinical details were provided.